Manufacturer narrative:
Patient information cannot be provided due to the restriction by the japan privacy regulation. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarm did not sound even though an alarm was generated. Additionally it was reported that when the mute button was pressed it did not turn red, the volume button did not respond and the user interface (ui) board communication error occurred frequently. The device was available for evaluation. The medtronic service personnel (sp) inspected the device and confirmed the reported issue. The sp found that the ui board communication errors. The issue was resolved after restarting the power. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The investigation could not determine the cause of the reported event. However, there is an existing internal investigation related to the reported issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarm did not sound even though an alarm was generated. Additionally it was reported that when the mute button was pressed it did not turn red, the volume button did not respond and the user interface board communication error occurred frequently. Although patient intervention details are unknown there was no injury to the patient.

Manufacturer narrative:
Correction to section h6 evaluation code conclusion. H3 device evaluation summary: updated from initial medwatch report medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarm did not sound even though an alarm was generated. Additionally it was reported that when the mute button was pressed it did not turn red, the volume button did not respond and the user interface (ui) board communication error occurred frequently. The device was available for evaluation. The medtronic service personnel (sp) inspected the device and confirmed the reported issue. The sp found that the ui board communication errors. The issue was resolved after restarting the power. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The investigation could not determine the cause of the reported event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.